Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had developed a fracture. It was noted that it appears the lead was placed on the patients clavicle and over time fracturing occurred. The lead was extracted and replaced. No patient complications have been reported as a result of this event.